Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intracranial hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. The procedure was successfully completed without any complications. However, on postoperative day 1, the noncontrast computerized tomography performed showed evidence of an intracranial hemorrhage (ich, hi-2). The patient improved neurologically after procedure. The ich (hi-2) was reported as a non-serious adverse event with a possible relationship to the penumbra system, possible relationship to the angiographic procedure, possible relationship to the intravenous tissue plasminogen activator (ivtpa), and possible relationship to index stroke.